Manufacturer narrative:
The device was returned to orthalign for evaluation by an orthalign engeineer. During visual inspection, damage was observed on both of the returned instruments in the cutting slot area. The complaint was confirmed based on the damage observed. The root cause of the burrs was determined to be normal wear and tear. Damage to the tibial cutting block is a known potential risk that is mitigated with personnel training. The IFU instructs users to inspect instruments for wear or damage prior to use. Orthalign will continue to monitor similar events and take action if necessary. No further action required at this time.

Event description:
There were burs at the right of the saw guide slot that could cut a glove or person and are impeding. No injury reported.